Event description:
Pt represented with pain. Scans reveal glenoid wear. Void filled with bone graft. Hemi arthroplasty remains insitu. Surgeon has requested implant be tested for wear pattern. No evidence of osteolysis or infection reported by surgeon.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.